Manufacturer narrative:
H11. Additional information was provided via legal documentation- the revision that occurred on 5 aug 2021 did not involve exactech devices. The competitor company was notified.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had a right knee revision on (B)(6) 2021. They underwent a second revision on (B)(6) 2021, approximately 3 months after their preceding revision. The reason for second revision has not been provided. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.